Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that the patient suffered a cardiac arrest. Return of spontaneous circulation (rosc) could not be achieved. Resuscitative efforts were terminated due to medical futility. The patient subsequently expired.